Manufacturer narrative:
Follow-up #1 date of submission 09/29/2015-product analysis: the device was returned and evaluated by product analysis on 09/10/2015 with the following findings: the pump failed to power on. Moisture was observed behind the pump¿s display lens. A pump case crack was observed. Leak testing revealed a pump case leak. Moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.